Event description:
It was reported that the tip of the syringe was broken in the fill port of a large volume infusor. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the device was manufactured in december 16-19, 2022. H10: one (1) device was received for evaluation. Visual inspection noted a broken syringe tip stuck inside of the infusor¿s fill port. The syringe tip was subsequently removed from the infusor¿s fill port. During functional testing a similar syringe was used to functionally test the infusor. As a result, the syringe tip did not break and stuck. The reported condition was verified. The sample was determined to be a conforming product. The cause of broken syringe tip may be use-related or defective syringe tip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.